Event description:
It was reported that the patient was experiencing an increase in seizures and would be referred for generator revision surgery as a result. Additionally, it was reported that magnet activations and a klonopin waffer did not abort seizures the patient experienced in (B) (4) 2009. Good faith attempts to obtain additional information have been unsuccessful to date.